Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The lesion was located in the tortuous and calcified distal right coronary artery. The physician advanced a 330cm rotawire guide wire and a 1.5mm rotablator burr to the lesion and performed ablation for approximately fifteen seconds. The burr was smoothly removed from the patient; however, when the physician attempted to remove the rotawire guide wire it became stuck in the vessel, " as it was delivered to distal and the vessel is tortuous". The physician forcefully pulled on the rotawire guide wire and it broke approximately 10cm from the tip. The patient was sent to surgery for CABG. The patient's post surgery status is fine. The physicians' assessment of the event was "the event was not related with the devices but it was related to the operation".